Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump goes through batteries quickly and receives bad battery alarm. It was also reported that the pump is louder when rewinding and there is a click sounds when delivering insulin. It is also reported that the pump stops delivering insulin when her blood glucose is not that low. Customer declined to provide their blood glucose. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.